Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported, that on the day of implantation the patient developed acute pain and was diagnosed with a cardiac tamponade due to the perforation of the right ventricle during implant procedure. A pericardiocentesis was performed. No other information with regard to a further revision / explant of the lead was provided. Should we receive more details, this report will be updated.